Manufacturer narrative:
Although the customer did not provide raw data and sample ids, containing the alleged runs. The complaint allegation was not observed and overall, discrepant results can occur for a variety of reasons. Discrepancies between results of highly sensitive molecular tests can be observed for respiratory viruses when specimens contain very low concentrations of the analyte (i.e. Viral load). Specimen-to-specimen variability in the concentration of viral rna may occur due to differences in specimen collection, sampling location, disease severity, phase of infection, and time since symptom onset. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, without the data, the root cause for the discrepant results could not be determined. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states questioned results for three patient samples when using a cobas ® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Although requested, no run data or patient information has been provided. Accordingly, 1 batch MDR will be filed to address the customer allegation. Initially, the customer alleged a discrepancy for one patient. Patient 1 initially generated a positive sars-cov-2 and influenza b result. A repeat of the sample was only performed for the sars-cov-2 target using the genexpert cepheid which was negative. Later, the customer additionally alleged two questioned results which were not retested. Patient 2 generated a positive sars-cov-2, influenza a & b result. Patient 3 generated a positive sars-cov-2 and influenza b result. No harm has been alleged. An investigation is in progress to address the customer issue.